Event description:
Customer reported that during routine daily testing the defibrillator did not power up correctly. No reported pt involvement. Service representative unable to duplicate reported condition. Proper operation of the device confirmed.